Event description:
Stent discolored, not expired. Opened new stent. No patient harm. Manufacturer response for ureteral stent, universa (cook inc) (per site reporter). A replacement was received at no charge.